Manufacturer narrative:
Updated sections: b5, b7, g3, g6, h6 type of investigation.

Event description:
It was reported that a patient with a 33mm 11400m mitral valve was explanted after an implant duration of 2 days due to lvot obstruction with high gradients. The explanted valve was replaced with a 29mm 11400m valve. The patient was in stable condition post procedure. Per medical records and additional information, the patient had high lvot gradient and lvot obstruction due to subvalvular apparatus and anterior leaflet obstruction. Tee revealed lvot obstruction possibly related to a papillary head near the av annulus. The surgeon explanted the 33mm 11400m excised the anterior leaflet and sub valvular apparatus and implanted 29mm 11400m. The intraoperative tee showed no significant lvot obstruction and no perivalvular leak.

Manufacturer narrative:
Updated sections: g3, g6, h6 type of investigation, investigation findings, and investigation conclusions. A device history record (DHR) review was performed, and no relevant non-conformances were identified. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Based on the information available, the complaint is able to be confirmed via medical records and the most likely root cause is procedural factors. Per the medical records, the lvot obstruction and high gradients after the short 2-day implant duration were due to the patient's subvalvular apparatus and anterior leaflet obstruction. Based on the fact that the subvalvular apparatus and anterior leaflet were excised prior to the replacement valve and the replacement valve was sized down from 33mm to 29mm of the same 11400 model prior to its successful implant, the patient's native anatomy and the surgeon's device implantation approach contributed to the reported lvot obstruction and high gradients shortly after initial implant. An edwards defect has not been confirmed.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 33mm 11400m mitral valve was explanted after an implant duration of 2 days due to lvot obstruction with high gradients. The explanted valve was replaced with a 29mm 11400m valve. The patient was in stable condition post procedure. Per additional information, the patient had high lvot gradient and lvot obstruction due to sub valvular apparatus and anterior leaflet obstruction. The surgeon explanted the 33mm 11400m excised the anterior leaflet and sub valvular apparatus and implanted 29mm 11400m.